Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Raised rash [rash papular]. Blotchy rash [rash macular] red rash [rash erythematous]. Rash on neck, upper shoulders, thighs and feet [rush]. Itchy neck [pruritus]. Case description: spontaneous report was received on (B)(6) 2011, from a consumer regarding a (B)(6) old, female, pt initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On (B)(6) 2011 and (B)(6) 2011, second and third dose of synvisc were administered. On (B)(6) 2011, nine days after the third injection, she complained of an itchy neck with a rash on her back and upper shoulders. The red, raised, and blotchy rash had spread from her shoulders down to both her thighs to the top of both feet. She was treated with two rounds of prednisone (prednisone acetate), anti-itch medication (pramocaine hydrochloride) and claritin (loratadine) and her itching was alleviated while rash persisted. Action taken with synvisc was none. The outcome for all the events was not yet recovered. Concomitant medications were not provided. The intensity for all the events was not provided.